Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip decided to perform an internal water pathway replacement on this rental pool device to return it to specification.

Event description:
A cardioquip (cq) depot service manager notified cq service that black spots were spotted within the internal tubing of the device and identified this as potential contamination during a depot repair. A picture of the device was sent to cq operations for review. Cq operations and epidemiology recommended hpc testing to provide a quantitative assessment of the water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 12/16/24, indicating device contamination.